Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 137 previously reported events are included in this follow-up record. Product return status 137 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 137 malfunction events in which the device reportedly overheated. - 124 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 13 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 137 events were reported for this quarter. Product return status 136 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined. Additional information 137 devices were not labeled for single-use. 137 devices were not reprocessed or reused.

Event description:
This report summarizes 137 malfunction events in which the device reportedly overheated. - 124 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 13 events had patient involvement; no patient impact.